Manufacturer narrative:
H3: product analysis of (B)(4). ¿ as found condition: the pipeline flex shield was returned stuck inside the phenom 27 catheter, a sealed bio-hazard bag, and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 12.0cm to 25.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the pipeline flex shield was returned stuck inside the phenom catheter. The pipeline flex shield and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred whe n the customer attempted to advance/retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance cause includes a lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pipeline had been placed on straight section. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and upon retrieval got stuck in the phenom catheter. The patient was undergoing dense mesh stent implantation for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 6 mm and a 4 mm neck diameter. Landing zone: distal: 3.1 mm and proximal: 3.3 mm. The accessed vessel was the femoral artery. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed blood retention in the aneurysm. It was reported that the plan was to use a dense mesh stent to embolize the aneurysm. After the stent was in place, the tip end did not open well. After retrieving the stent twice, it could not open or adhere to the wall normally. After retrieving the stent again, it got stuck in the phenom catheter and could not be pushed anymore. So the stent and catheter were removed together, and a new set of equipment was replaced to successfully complete the operation. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.  No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227259326); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.